Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (she had full hysterectomy.). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: she received treatment for events dysmennorhea (cramping), pelvic pain/ chronic pain /abdominal pain, back pain, menorrhagia (heavy menstrual bleeding). Most recent follow-up information incorporated above includes: on 6-sep-2019: reporter and patient demographics were added. Updated essure indication. On (B)(6) 2010, she implanted essure. Injury event was replaced with dysmennorhea (cramping), pelvic pain/ chronic pain /abdominal pain, back pain, menorrhagia (heavy menstrual bleeding). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, fatty liver and hormone replacement therapy. Concomitant products included estradiol since 2010 and methocarbamol since 2006. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for events dysmennorhea (cramping), pelvic pain/ chronic pain /abdominal pain, back pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: result: unknown. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. Reporter information updated. New event: abnormal bleeding (vaginal)was added. Medical history, concomitant drugs and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.